Manufacturer narrative:
The device was not returned and the customer indicated it will not be available to greatbatch for evaluation. Therefore the reported event cannot be confirmed. A manufacturing review was completed and no discrepancies were discovered. The cause of the reported event is unknown. The device had likely exceeded its expected useful life. The date listed is the day that the initial reporter/customer was made aware of the event. Complaint information received from distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the toggling piece that makes up the inner part of the reamer sandwich broke. The agent had a secondary handle on hand which was used to complete the surgery. No adverse events were reported as a result of the malfunction.